Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found no defects. The customer reported that the device jaws did not fully close and the surgeon started cutting tissue without coagulating the tissue. The reported condition was not confirmed. The device was functionally tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force was acceptable. The device was plugged into a force triad generator and tested on simulated tissue and functioned normally. The device was also tested on porcine kidney arteries of varying diameter and functioned as normal. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the device jaws did not fully close and the surgeon started cutting tissue without coagulating the tissue. There was no patient injury and no additional information is available from site.